Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER (emergency room) with overdose symptoms following their pump replacement on 2014 (B)(6) (refer to manufacturer report # 3004209178-2014-07439) . The managing health care provider (hcp) was contacted by the ER hcp and instructed him to place a magnet over the pump to stop it from infusing. This created a motors stall at 5:00pm on 2014 (B)(6). The device manufacturer representative was then called to interrogate the pump and confirm a motor stall recovery. The magnet was removed from the pump at approximately 7:20pm and the stall recovered at approximately 7:50pm. Actions required as a result of the event consisted of the medical intervention as previously reported as well as reprogramming. The hcp ¿on patients service¿ turned the pump to minimum rate but after speaking with another hcp turned the pump to 50mcg per day of baclofen. The patient was stable. There were no concerns about the pump functioning. It was noted, the patient had been started on the same daily dose as he was taking with their previous pump and the family felt that was why there was a potential overdose. The device system was used to deliver baclofen 500mcg/ml at a dose of 238mcg/day, bupivacaine and clonidine. While it the new concentrations and doses of the bupivacaine and clonidine were not specified, the previous device system had delivered the same concentration and dose of baclofen as well as clonidine 240mcg/ml at 114.38mcg/day and bupivacaine 10mg/ml at 4.766mcg/day. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was later that the concentrations in the pump were 500 mcg/ml of baclofen, 10 mg/ml if bupivacaine and 240 mcg/ml clonidine. It was noted that the concentrations and doses of both clonidine and bupivacaine being delivered by the patient¿s pump at the time of possible overdose were not determined. It was reported that the exact overdose symptoms the patient was experiencing was sleepiness.